Event description:
I received a "refurbished" dreamstation CPAP (continuous positive airway pressure) machine due to the recall. This machine is not operating properly, and I am experiencing some type of particles coming through the tubing when I use it. Additionally, the machine is leaking, and the settings are jumping all over the place from 7 to 11. This machine is providing too much pressure resulting in excessive secretions and a feeling of not getting enough air when using it. This machine should have been replaced because it is not safe.